Event description:
The reporter stated that the surgeon inserted a single piece silicone lens model aa4204vl into pt's eye with no complications. The surgeon realized that the lens was too small for the pt's capsular bag and cut the lens in half to remove it and put in a different model lens. There was no product malfunction or pt injury. It was due to the pt's anatomy.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not received for evaluation.